Event description:
During a prophylactic treatment procedure to implant a greenfield vena cava filter, the product was placed in an inverted position. The filter was fully deployed and placed appropriately in the ivc several cm below the renal veins, however, it was then noted radiographically that the filter was in an inverted position. All legs were deployed and the physician feels the filter is securely implanted. A second greenfield filter was placed inferior to the first. The physician stated that after the first filter was released it was noted that the 'bead on the filter' was proximal on the wire. It was reported that the possibility exists that the filter was incorrectly loaded and its position on the wire was not rechecked prior to placement inside of the patient. The physician will monitor the position of the filter by x-ray every three days for twelve days. The physician feels the patient is protected following the procedure.